Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was oversensing far r-waves and delivered non-sustained right ventricular oversensing (nsrvo) alerts for functional undersensing. No changes or interventions were reported. There were no patient consequences.